Event description:
Unomedical reference number (B)(4). Event occurred in spain. On (B)(6) 2022, it was reported that the patient's infusion set's tubing came apart at the tubing connector. Both, the site location, and the pump were on patient's back. Moreover, the infusion had been used for one day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The pump was not dropped with the set connected to patient's body. No further information available.